Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing to program this pacemaker system into magnetic resonance imaging (MRI) protection mode, right ventricular (rv) lead non-capture at 5.5v was observed in clinic. Impedance measurements were appropriate at the time of report. The patient atrial paces 60% and ventricular paces 6%, and there was no indication of greater than two seconds of asystole. A subsequent device check approximately a month later showed a continuation of high rv threshold measurements. The health care professional (hcp) was advised to contact cardiology for how to proceed. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that while preparing to program this pacemaker system into magnetic resonance imaging (MRI) protection mode, right ventricular (rv) lead non-capture at 5.5v was observed in clinic. Impedance measurements were appropriate at the time of report. The patient atrial paces 60% and ventricular paces 6%, and there was no indication of greater than two seconds of asystole. A subsequent device check approximately a month later showed a continuation of high rv threshold measurements. The health care professional (hcp) was advised to contact cardiology for how to proceed. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.